Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 5:48:49 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:48:49 pm. On (B)(6) 2020, user made a bolus request of size 7.35 units, approximately 2 hours prior to the low bg. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 43 mg/dl were recorded by continuous glucose monitor (cgm) from 7:08:49 pm to 7:28:49 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 7:08:49 pm. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 47 mg/dl were recorded by continuous glucose monitor (cgm) from 9:38:49 pm to 9:53:49 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:38:49 pm. On (B)(6) 2020, at 6:04:58 pm and 7:44:57 pm, user received automatic boluses of size 1.9972 and 3.2019 units approximately 1 and 2 hours prior to the low bg, respectively. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.